Event description:
The facility reported an infusion pump with a failure code 12:303. The facility representative stated that no pt incidents have been reported on this pump since the last baxter service event. It is not known if the reported incident occurred while infusing on a pt. Additional contact info was requested but none was provided.